Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's internal battery failed. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The internal battery performed to manufacturer's specifications.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.